Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 57 for a software runtime error and alert 90 for an algorithm output range error, leading to determination that the device malfunctioned and required replacement; serial numbers in the user¿s profile were unclear, and multiple ilet units were in the user¿s possession pending return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third parties. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.